Manufacturer narrative:
Correction: section d: serial number and section h6 correction: section d: serial number and section h6.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to customer's blood glucose. Customer plugged pump into a portable charger and continued pump insulin therapy.